Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the device malfunction of the returned cylinder and pump would affect the functionality of the device and would therefore be the most probable cause for the event. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. A risk review confirmed that the event is accounted for in the risk documentation, and a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: visual and testing found cylinder 1 had a leak and exhibited bulging when inflated in the cylinder body; a hole at corner of fold in the outer tube was present. Cylinder 1 was not pressure tested due to a leak that was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Both cylinders had wear at fold in the cylinder body. The kink resistant tubing (krt) of both cylinders was fatigued and worn to the filament; exposed sutures were present. The ams 700 momentary squeeze (ms) pump was visually inspected and leak tested. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8 lb activation test (2) therefore, required more than 8 lbs of force to activate. Product analysis identified device malfunction with the returned cylinder and pump product analysis identified device malfunction with the returned cylinder and pump. Investigation conclusion: based on this investigation a probable cause for the event was established; therefore, the conclusion code of cause traced to component failure has been chosen.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reason. The product analysis identified a device malfunction of the returned cylinder and pump.